Manufacturer narrative:
Patient identifier - requested, not provided, date of birth - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. - attachment: (B)(4)

Event description:
Per medwatch (B)(4) received by terumo: the patient presented with an intracranial hemorrhage and CT findings suggestive of an arteriovenous malformation. Patient underwent a diagnostic cerebral angiogram. During removal of the needle and wire, 1 cm of frayed wire was retained in the subcutaneous tissue. The patient had a history of hypoplastic left heart syndrome presenting with an intracranial hemorrhage.